Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The customer returned three unused sterile proglide devices for evaluation. Although the devices have the same part number ((B)(4)) as the complaint device, the devices are from a different lot (21213j1). The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested devices. A review of the device history record for this lot did not produce any findings relevant to this report. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. Reportedly, mild posterior calcification was observed of the right common femoral artery. The device instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that prior to a percutaneous endovascular aneurysm repair (pevar) procedure, pre-close placement of the sutures was attempted in a right common femoral artery with mild posterior calcification through a 7-french sized access site using perclose proglide devices. Reportedly, during suture placement of the initial two proglide devices, both failed. The devices were removed over a guide wire, the sutures were removed, and two additional proglide devices sutures were sequentially deployed approximately 60 degrees opposite in orientation and set to the side. The access site was dilated to 18-french. After conclusion of the pevar procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae. The reported issue delayed the pevar procedure by approximately ten minutes. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.